Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data results of the investigation, possible causes include electrical problems due to open or short circuit, signal loss, loss of power, power fluctuations, power source problems and material problems like degradation. Material issues such as degradation. Mechanical problems like stress; deformation; fatigue; mechanical shock; vibration; wear and tear. These causes can occur between components such as power supply; circuit board; sensor; pressure sensor; power cord; connector/ coupler; fuse; power switch and socket without any design or manufacturing issue, that could lead to power issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that the high flow insufflation unit exhibited loss of power.